Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report several sensor glucose and blood glucose readings that had discrepancies. The current blood glucose reading was 240 mg/dl compared with the sensor glucose reading of 132 mg/dl. The customer reported a high blood glucose event of 412 mg/dl and treated with the insulin pump. The customer also reported a hospitalization due to high blood glucose levels on (B)(6) 2015. The customer's blood glucose level was 550 mg/dl. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was dehydration and diabetic ketoacidosis. The outcome was that the customer was released on (B)(6) 2015. The product was not replaced or returned for analysis.